Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the reported phenomenon was not duplicated, and that there was no error log of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the failure of cable, the failure of the connected device, or the accidental failure due to the temporary malfunction. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified surgery using the subject device at the user facility, it was found that the endoscopic image of the subject device blacked out for a moment. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.